Event description:
Report received from USA stating that the device has a hole in the hose. It is known that the device was not used in surgery. The date of the event is unk. It is unk if there was any pt or user injury.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).